Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem; serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "abdominal pain and pulmonary embolism after device implant". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications.

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, embedment, tilt, osteophyte. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported osteophyte is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 due to chronic deep vein thrombosis (dvt) with history of lupus antibodies. The patient alleges tilt, vena cava perforation, organ perforation and hook is embedded in the inferior vena cava (ivc) wall. The patient further alleges upper abdominal pain, and two pulmonary embolisms (pe). Unsuccessful percutaneous filter removal on (B)(6) 2016 due to the intention of being a temporary placement. (B)(6) 2022, per a report from computed tomography; ¿the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 interspace. The ivc filter is tilted anteriorly and laterally and the hook is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall 16mm and contacts the bowel. One (1) medial strut perforates the ivc wall 14mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 18mm and contacts the l3 vertebral body and causes osteophyte formation. One (1) lateral strut perforates the ivc wall 11mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified.¿

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a gunther tulip filter. Since catalog# is unknown the 510(k) could be either k090140. K112119 or k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission or this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 2/16/2017: the plaintiff allegedly received device implant via the right jugular vein on (B)(6) 2015. Plaintiff alleges device removal attempted on (B)(6) 2016 and that the device is unable to be retrieved. Plaintiff alleges abdominal pain and pulmonary embolism after device implant.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a gunther tulip filter. Since catalog number is unknown the 510(k) could be either k090140. K112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.